Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The patient was admitted for further evaluation. The sample was later repeated on an alternate siemens system and a negative result was obtained. Patient treatment was not altered or prescribed on the basis of the falsely elevated troponin I result. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is likely non-specific binding antibodies in the patient sample. The pattern of elevated results of the same magnitude on sequential samples and confirmation on a second stratus cs instrument is highly supportive of non-specific binding. The IFU for stratus cs cctni testpak contains the following information:"patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.